Manufacturer narrative:
All available information was investigated and the reported difficult to remove the device could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove the device. The embolism appears to be related to the tissue damage. However, a cause for the tissue damage cannot be determined. Tissue damage and embolism are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the cds into the sgc and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully placed without issue. A second clip delivery system (cds) was advanced into the left atrium (la) when a fluttering tissue was noted on the clip on echo. Heparin was administered and an attempt was made to remove the cds however resistance was met with the steerable guide catheter (sgc). Troubleshooting was performed however the cds could still not be retracted. The physician then decided to continue the procedure with the cds and it was advanced to the mitral valve and deployed. A white foreign substance was noted attached to the tip of the cds once the clip detached from the delivery catheter (dc). The cds was removed and the procedure completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.